Event description:
**Update**(B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi and dob information. Part/lot was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014. Comment: there is a doi discrepancy between litigation and the ppd. Due to accuracy, the doi from the ppd will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-06379. This report, 1818910-2013-26488, will be kept for investigation purposes. Please disregard report 1818910-2012-06379.

Event description:
(B)(6) 2012 - patient was revised to address acetabular cup loosening. (B)(6) 2013 - litigation papers allege physical injury, pain, bodily impairment, debilitating lack of mobility, and elevated metal ion levels.

Event description:
Litigation papers allege physical injury, pain, bodily impairment, debilitating lack of mobility, and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.